Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/12/2020 additional information: b3, d10, h6 additional information was requested and the following was obtained: what is the event day and procedure date? Event date and procedure date is (B)(6) 2020. A manufacturing record evaluation was performed for the finished device batch ppbdec, xcw870219 and no non-conformances were identified. Additional h3 investigation summary: it was reported that needle came off from the suture. One unopened sample of product code w8702, lot ppbdec was received for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or detached needle were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any difficulties noted. Note: events submitted via mw # 2210968-2020-07125, 2210968-2020-07126, 2210968-2020-07127 and 2210968-2020-07128 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the event date and procedure date? Device return follow up? Events were submitted via 2210968-2020-07125, 2210968-2020-07126 and 2210968-2020-07127.

Event description:
It was reported that the patient underwent an aortic valve replacement in 2020 and the suture was used. During the procedure, the suture came off from the needle. Another like suture was used to complete the procedure. There were no patient consequences reported.